Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself shortly after taking a patient's blood pressure.  Medical personnel attempted to power the device back on, but it wouldn't respond.  The display would just flash on and then off.  A backup device was available and used to continue patient care.   The customer advised that there were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system pcb assembly and determined that the cause of the reported issue was the single board computer (sbc) located on the assembly.